Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number: 3009092818 and exemption number: e2016011. This report is filed october 4, 2016. H3 other text: implanted deice remains.

Event description:
Per the clinic, the patient was placed under general anaesthesia to replace the abutment on (B)(6) 2016. The implanted device remains.